Event description:
This case was initially received via regulatory authority (B)(6) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure (batch no. C26955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), myalgia ("muscular pain"), abdominal distension ("significant abdominal swelling"), fatigue ("chronic fatigue"), affective disorder ("mood disorder") and cardiac disorder ("cardiac malaise"). Essure treatment was not changed. At the time of the report, the back pain, myalgia, abdominal distension, fatigue, affective disorder and cardiac disorder had not resolved. The reporter provided no causality assessment for abdominal distension, affective disorder, back pain, cardiac disorder, fatigue and myalgia with essure. The reporter commented: on sick leave from sep-2014 to an unspecified date. Disability category 2 on (B)(6) 2017. Essure removal with salpingectomy via laparoscopy planned for (B)(6) 2018. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: back pain the analysis in the global safety database revealed 485 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure (batch no. C26955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), myalgia ("muscular pain"), abdominal distension ("significant abdominal swelling"), fatigue ("chronic fatigue"), affective disorder ("mood disorder") and cardiac disorder ("cardiac malaise"). Essure treatment was not changed. At the time of the report, the back pain, myalgia, abdominal distension, fatigue, affective disorder and cardiac disorder had not resolved. The reporter provided no causality assessment for abdominal distension, affective disorder, back pain, cardiac disorder, fatigue and myalgia with essure. The reporter commented: on sick leave from sep-2014 to an unspecified date. Disability category 2 on (B)(6) 2017. Essure removal with salpingectomy via laparoscopy planned for (B)(6) 2018. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-mar-2018 for the following meddra preferred term: back pain ¿ analysis in the global safety database revealed 498 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.